Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. There was tissue and blood on the jaws. The heater wire was intact and remained attached. The shaft was observed to be bent from the proximal end of the handle at the tip of the harvesting tool. No other nonconformance was observed. Based on the return condition of the device the complaint was not confirmed for "bent wire; detached" and confirmed the as analyzed failure of "bent shaft". There were no non-conformities recorded in the lot history review. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.